Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely that was caused by thermal and mechanical induced impact. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ceramic tip of the resection sheath was damaged. The issue occurred during preparation for use prior to an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.